Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set) and se 2367, which occurred on the homechoice (hc) during initial drain. The home patient (hp) needed assistance with system error 2367. The technical service representative (tsr) explained system error 2367 to the hp. The tsr had the hp cycle the power on the hc to view the alarm log to see which alarm came on before, which was system error 2240. The tsr also explained system error 2240 to the hp. The tsr advised the hp that they must start over with all new supplies on hc. The hp understood and said they accidentally pressed go to start therapy before they connected. The hc was operational. The samples are unavailable. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the initial drain stage, where the home patient said they accidentally pressed go to start therapy before they connected. This complaint is confirmed because starting therapy before connecting is a use error that may cause a system error 2240 and/or and contamination. Per the patient at-home guide, users are instructed to connect to setup before initiating therapy.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.